Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller and lcd glass. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they experienced display anomaly. The customer's blood glucose value was unknown. The customer stated that there are black streaks on the screen and it is flashing white. The product was returned for analysis.